Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of discrepant results for 1 patient sample tested for chol2 cholesterol gen.2 (chol2) on a cobas 6000 c (501) module. The initial result was 11 mg/dl. The repeat result was 165 mg/dl. The initial result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The chol2 reagent lot number was 330179 with an expiration date of 31-dec-2018.

Manufacturer narrative:
The field service engineer (fse) visited the customer site and cleaned the sample probe which was dirty, replaced the tip in the rinse station, cleaned reaction cells and ran qc to check the instrument. Calibration and qc were acceptable. Based on calibration and qc data, a general reagent problem has been ruled out.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.